Manufacturer narrative:
The manufacturer previously reported to a trilogy ev300, great britain ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. The device evaluation has been corrected to accurately report the findings. During the evaluation of the trilogy ev300, great britain device at the manufacturer's service center, the device failed the active exhalation test at UK bench during prerequisite testing prior to service. The technician recommended replacing the device's 3-way solenoid valves to address the issue. Awaiting response from customer for the approval to proceed with the repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
A trilogy ev300, great britain ventilator was returned to the manufacturer for routine preventative maintenance. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy ev300, great britain device at the manufacturer's service center, the device failed the system setup test during testing. The technician recommended replacing the device's active exhalation control module and 3-way solenoid valves to address the issue. Awaiting response from customer for the approval to proceed with the repair. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.